Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4-5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment sequence of second triclip, resistance was encountered due to presence of knot while removing lock line. The lock line was cut and the clip delivery system handle was removed. The line was removed completely and the clip was deployed successfully. The tr was reduced to grade 2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.